Event description:
Pt had been given 10,000 units of heparin in preparation for the repair of an abdominal aortic aneurysm. The main body graft and contralateral leg were advanced and deployed without complications. While prepping the ipsilateral leg graft, the endovascular graft was partially deployed. Measures were taken to resheath the graft within the delivery system. Once the ipsilateral iliac leg graft was resheathed, the graft was advanced and deployed in the ipsilateral limb of the main body. The process of molding the entire graft was performed ensuring a good apposition of the graft to the vessel wall, by inflating the balloon at all overlap and fixation seal sites. Post angiogram observed what was thought to be a distal type I endoleak coming from the ipsilateral leg graft. Further molding of the ipsilateral leg graft resulted in a rupture of the molding balloon. A second balloon catheter was advanced but ruptured almost immediately upon inflation. Another manufacturer's balloon catheter was then advanced and successfully inflated. However, the endoleak was still persistent. Balloon catheter was then inflated at the distal portion of the leg graft to better determine the origin of the endoleak. Inflation of the balloon ruled out the endoleak as distal type I, as a quick flow through the graft material was detected. Endoleak now determined to be a type iii, originating right at the junction of the leg graft to the main body. Endoleak appeared from the noted flow to result from a hole in the graft material. An iliac leg graft was then deployed into the limb of the main body centered over the top of the ipsilateral leg graft with one half stent past the proximal portion of the primary leg graft. The distal portion of the second leg graft landed one stent below the landing zone, bypassing the entire graft. Inspection of the graft under ivus did not reveal a cause of the type iii, endoleak, noting smooth iliac arteries with no calcification. Final angiogram observed good flow through the entire graft and no sign of an endoleak. Procedure was concluded.